Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service on (B)(6) 2023 to report that a fluid leak was discovered during a fill phase of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette, and the film on the back of the cassette was not loose. The cycler prompted with a notice filling slowly message prior to the fluid leak. Upon follow-up made on 11/13/2023, the pd patient contact stated a large pool of fluid was found around the cycler cart floor in the middle of the night during a fill phase of an unknown cycle of treatment. The contact stated treatment was immediately stopped and cancelled after the fluid was found. Fluid was not discovered in the pump module area or on the external of the cassette, and the contact stated the cause and location of the leak was unknown. The contact stated the heater tray remained dry, and the heater and supply bags were dry and not leaking. The connection points were also secure and dry. Per contact the patient reported feeling abdominal pain later that day and was hospitalized on (B)(6) 2023 due to abdominal pain and an unspecified infection. The contact stated the samples were discarded and were no longer available to be returned for evaluation. Attempts to obtain additional information were unsuccessful. It was not confirmed if the unspecified infection was peritonitis.